Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance trend was variable. It was noted on (B)(6) 2015, rv coil impedance measured 102 ohms in a rising and variable trend. Impedances have shown variable trend (B)(6) 2015, ranging from 60-100 ohms. (B)(4).

Event description:
It was reported that there was a remote transmission due to high right ventricular (rv) defibrillation lead impedance. It was noted the rv lead impedance has gradually been rising over time and now fluctuates. The lead remains in use. No patient complications have been reported as a result of this event.